Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. In addition, a johnson & johnson application manager corresponded with the site location about some bed energy settings they can change and found there is also construction going on in the building. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) at 1 day post-op visit, on both (ou) eyes and had grade 3 dlk. Dr. (B)(6) increased steroid use. At a follow up post op exam, grade 2 dlk seen on od and grade 1-2 dlk seen on os during visit on (B)(6) 2019. A flap lift & rinse scheduled for patient's ou on (B)(6) 2019. During visit on (B)(6) 2019 patient ucva: right (od)eye 20/20. Left (os) eye 20/70. Mr os: -0.75 -1.50 x 122 bscva 20/25.